Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Occupation: lead tech. Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter's leg fractured off during retrieval. They were able to retrieve both the filter and the fractured leg with two retrieval kits. Patient outcome: the patient did require additional procedures due to this occurrence: the filter and the fractured leg were retrieved with two retrieval kits.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: investigation is based on event description and returned device. It was reported that the filter fractured during retrieval, but filter and fragment were retrieved with no reported adverse event to the patient. The filter was returned with a clover snare attached to one of the secondary filter legs (the clover snare fractured, too, and is reported in (B)(4)). This secondary leg easily fractured during investigation and another secondary leg had fractured during the retrieval attempt and was not returned. Two other secondary legs were severely damaged and bending upwards. A detailed microscopic investigation of the fractured filter legs revealed, that they both had fractured close to the clip bushing and found the fracture surfaces deformed and very uneven, but without any sign of material defect or inclusion. Close to the fractured legs two dents were noted in the edge of the clip bushing. These dents were probably caused by the fractured filter legs, which were captured by the clover snare and strongly and likely repeatedly pulled upwards and pressed against the edge during the filter retrieval. The information provided was very limited, but the condition of the filter did support, the fractures being caused by excessive pulling. The instructions for use cautions that excessive force should not be used to retrieve the filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.